Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) reported working on the enterprise server and confirming that the most recent messages had been received from the host system. The tss verified that the services were running with no outage notices on the health sight viewer and confirmed that the interface remained active. The tss reviewed the care fusion coordination engine console and identified messages stuck in the processing queue. While collaborating with the integration engineering support team, it was determined that the admission, discharge, transfer module and the usage message broker module were in a stopped state even though the overall services appeared active. The team also observed that these modules were set to manual startup, which likely resulted from a facility upgrade completed earlier. The care fusion coordination engine application had experienced a crash due to a system file issue, although the automatic recovery settings were correctly configured. The integration engineering support team then changed the startup mode for the affected modules to automatic and communicated these findings to the customer. The customer monitored the system and confirmed resolution the following day, while a separate root cause investigation remained open. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the ob station. The issue affected two new babies, and nurseries 306 and 308 were not loaded. Additionally, the mother on room 308 had active orders for ibuprofen, which required overriding the medication. However, there were no delays or adverse events or injuries reported based on this event.